Manufacturer narrative:
The reporter's meter and test strips were requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with accu-chek inform ii meter serial number (B)(4). At 12:10, a sample from the patient was tested using the meter, resulting with a glucose value of 40 mg/dl. At an unknown time on the same day, a sample from the patient was tested using the meter, resulting with a glucose value of 90 mg/dl. The reporter did not know which result was correct.